Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced sling erosion, an abcess on the urethra, infection and pain. The device was removed. The device was not returned for evaluation.